Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported intra-aortic balloon(iab) therapy was started in a patient with acute myocardial infarction (ami). The patient was transferred from another hospital to this reporting hospital in order to undergo cardiac surgery. At the time of transfer, the patient had been under intra-aortic balloon pump(iabp) therapy and the iab catheter was locating in appropriate position of descending aorta. Prior to surgery, the proximal side of the intra-aortic balloon (iab) was caught in a blood vessel and became kinked. The arterial pressure was able to be obtained without any issues and the iabp was pumping normally. A guide wire was inserted to straighten the iab and the catheter was removed. The balloon catheter was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported intra-aortic balloon(iab) therapy was started in a patient with acute myocardial infarction (ami). The patient was transferred from another hospital to this reporting hospital in order to undergo cardiac surgery. At the time of transfer, the patient had been under intra-aortic balloon pump(iabp) therapy and the iab catheter was locating in appropriate position of descending aorta. Prior to surgery, the proximal side of the intra-aortic balloon (iab) was caught in a blood vessel and became kinked. The arterial pressure was able to be obtained without any issues and the iabp was pumping normally. A guide wire was inserted to straighten the iab and the catheter was removed. The balloon catheter was replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported intra-aortic balloon(iab) therapy was started in a patient with acute myocardial infarction (ami). The patient was transferred from another hospital to this reporting hospital in order to undergo cardiac surgery. At the time of transfer, the patient had been under intra-aortic balloon pump(iabp) therapy and the iab catheter was locating in appropriate position of descending aorta. Prior to surgery, the proximal side of the intra-aortic balloon (iab) was caught in a blood vessel and became kinked. The arterial pressure was able to be obtained without any issues and the iabp was pumping normally. A guide wire was inserted to straighten the iab and the catheter was removed. The balloon catheter was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extracorporeal tubing and sensor cable was cut from the iab and not returned. A visual examination of the product did not detect any bend or kinks. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).